Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer¿s blood glucose level ranged from 120-200 mg/dl. Reportedly, customer cleared the alarm and was able to resume insulin deliveries without the alarm reoccurring.